Event description:
Patient presented to the physician with wound dehiscence at the chest incision and the ipg was exposed. Physician prescribed antibiotics. Patient presented back to the physician with suspected infection. Physician brought the patient into the operating room and removed the entire inspire system.